Event description:
Medtronic received information that a small stroke of cardioembolic etiology occurred post implant of an edwards paramount valve. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).